Event description:
Per the clinic, it was reported that the magnet had become dislodged, causing inflammation of the skin and subsequent device extrusion. The device was explanted on (B)(6), 2010. Reimplantation is planned but has not taken place at the time of this report (B)(6), 2010.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).